Manufacturer narrative:
The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4). Related to manufacturer report number: 011649314-2026-00406, 3011649314-2026-00409, and 3011649314-2026-00416.

Event description:
Event was reported on 3/17/26. A healthcare professional reported that four tapered implants with three different lot numbers experienced a loss of osseointegration in an 86-year-old female patient with a medical history of metabolic bone disease/osteoporosis. This report is for an inclusive tapered implant that was placed on (B)(6) 2024 at tooth numbers 25. The patient's bone quality was reported as type IV, and oral hygiene was described as fair. The patient first reported the issue on (B)(6) 2025, and the occurrence of the event was noted to have happened after final prosthesis delivery. According to the report, the patient experienced pain, and symptoms were relieved following implant removal. The implant was removed on (B)(6) 2025. No permanent injury was reported. No fractured components or fit issues were observed, and no additional medical or surgical procedures were required. The implant was not replaced. The event was reported to the dental office located in (B)(6). The device was returned for evaluation.